Manufacturer narrative:
A manufacturing evaluation was completed: plate is broken apart at one side of a non-locking part of a hole and at the other side of this hole is a clearly visible crack, therefore both parts of the plate still hold together, but it is deformed. The measurable relevant dimensions of the plate were as far as possible checked and found to be in compliance with the technical drawings. The examination of the raw-material testing certificate and the manufacturing papers showed no deviations regarding, dimensions, material analysis, strength and structural stability. The values were in compliance with specifications and with the international standards. The fracture face is homogenous, which indicates material conformity. No product fault could be detected. Based on the provided information we are not able to determine the exact cause of this breakage. It is likely that an occurrence during the healing process, e.g. Non-union, delayed union, mal-union, overloading of the osteosynthesis or a combination of different factors, led to a fatigue failure. No manufacturing related issue was identified and/or confirmed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device is a veterinary product, but is similar to a device used on human patients. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device used for treatment, not diagnosis. Additional product code: hrs. This report is for 1 veterinary bone plates. The complainant parts are expected to be returned for manufacturer review/investigation, but have yet to be received. (B)(6). (B)(4). Device history records was conducted. The report indicates that the: vp4031.12 / lot 9914364 product manufacture date: 21-oct-2015 product manufacture location: synthes (B)(4), a review of the device history record (DHR) revealed no complaint related anomalies. The (DHR) shows this lot of 2.7mm lcp plate 12 holes/108mm (part number vp4031.12, lot number 9914364) was processed through the normal manufacturing and inspection operations with no non-conformances or rework noted. This order met all dimensional and visual criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. A review of the raw material device history record revealed this lot met all specifications with no non-conformances or rework noted. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes on an event in (B)(6) as follows: it was reported that a couple of vet bone plates have broken inside a dog. No information about patient outcome available. Revision surgery already performed. No harm or consequence to the dog, the dog was re-operated and is fine now. The breakage was detected upon examination. Two plates broke post-operatively. This complaint involves 2 parts. This report is 2 of 2 for (B)(4).